Manufacturer narrative:
Investigation is ongoing.

Event description:
Per the field clinical specialist (fcs), approximately 6 years and 8 months post implant of an edwards xt valve, the patient presented with stenosis. A successful valve in valve procedure using a 23mm sapien 3 ultra valve was implanted.

Manufacturer narrative:
Update to h6; type of investigation, investigation findings, investigation conclusion. The sapien xt valve was not returned to edwards lifesciences for evaluation; therefore, no visual inspection, functional testing and dimensional testing is applicable. The following instructions for use (IFU) were reviewed: novaflex+ delivery system with xt valve. Based on this review, no IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for valve degeneration was confirmed by medical report. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien xt valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Valve degeneration or structural valve deterioration (svd) is a known potential risk associated with the tavr procedure and is listed in the instructions for use (IFU) as a potential adverse event. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. As noted, the patient had diabetes mellitus type 2 (dm). The dm is the known factors that may increase the risk of valve calcification leading to early valve degeneration. Additionally, noted that patient had a history of stenosis of native aortic valve. It is widely understood that patients with prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, available information suggests that patient factor (dm, pre-existing valvular disease process) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
A supplemental report is being submitted for an update on codes changes h6, clinical code and device code. Update to b7, other relevant history. Per medical record review, the six year transesophageal echocardiogram (tee) showed a pre-existing left bundle branch block (lbb), left ventricle ejection fraction (lv ef) of 30-35%, the bioprosthetic aortic valve with stenosis, mild to moderate regurgitation, and a av mean gradient of 48mmhg, and the ava was 0.84cm2. Approximately 2 months later under mac anesthesia the patient had a 23mm sapien 3 ultra valve in valve in the aortic position via left transfemoral approach due to severe bioprosthetic aortic valve stenosis. The implant was a success with trace perivalvular leak and a mean gradient 7mmhg. No procedural complications or edwards device malfunctions were listed.